Event description:
Download data from a (B)(6) female pt revealed that the pt was receiving battery charger faults. Zoll customer support contacted the pt and issued her a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (charger faults) has been confirmed. Upon investigation the battery charger was unable to charge a battery pack. The cause for the failure was isolated to a physically damaged u13 microcontroller on the charger pca board. The root cause for the damage could not be positively identified, but the damage was likely caused by the battery charger impacting a hard surface. No adverse event resulted from the defective battery charger. The pt received a replacement battery charger.